Manufacturer narrative:
The complaint company iii (d) cartridge was not returned. An unopened 10-count carton was returned for lot 15008304. One sample was pulled randomly for evaluation. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified associated lens model/diopter was used. A non-company viscoelastic was indicated, which would not be qualified. Without the lens information is cannot be determined if a qualified cartridge/iol/handpiece combination was used. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Without the lens information is cannot be determined if a qualified cartridge/iol/handpiece combination was used. A non-alcon viscoelastic was indicated, which would not be qualified. The use of non-qualified combinations may result in delivery issues and/or damage. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Handpiece: the use of a non-qualified hand piece for the combination indicated may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, a burr-like foreign material came out of the cartridge and adhered to the iol on two instances. The foreign material was removed by aspiration and the surgery was completed with no reported harm to the patient. Additional information has been requested.

Manufacturer narrative:
The complaint company device cartridge was not returned. An unopened 10-count carton was returned for lot. All ten samples were evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. It is unknown if a qualified associated lens model/diopter was used. A non- company viscoelastic was indicated, which would not be qualified. Without the lens information is cannot be determined if a qualified device/iol/handpiece combination was used. The used company device cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Without the lens information is cannot be determined if a qualified company device/iol/handpiece combination was used. All ten returned unopened company device cartridge was returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. A non- company viscoelastic was indicated. The company device iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company device iol delivery system. The company device cartridges are qualified for use with compatible company device handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).